Manufacturer narrative:
No sample returned , no defect sample was returned ; review batch record information, the complaint lot#3234468 was produced in the prn automatic assembly line, the production date is 2023-09, and the m860 packaging machine was packaged in 2023-09, and the batch of products totaled (B)(4); check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. Check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. Retained sample analysis : performed the leakage test on the retained sample of complaint lot, that is rotary the prn of retained sample on the standard luer connector , then injected the system water pressure, observed whether abnormality on the sample root causes analysis: due to no sample was returned , cannot confirm the detail of defect ,performed the test on the retained sample, the failure mode cannot be reproduced, based on above, the root cause cannot be conformed the plant continue pay attention to this defect.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd prn adapter leaked. (B)(6) 2024 surgical patient receiving a heparin cap was found to be dripping saline from the port, after replacing the cap with another heparin cap it did not leak and was able to receive saline normally without affecting the patient.